Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and sheath was inserted via right femoral artery. The iab was connected to pump & pump alarmed helium loss; iab was not fully deployed. Staff could hear the sound of air escaping from somewhere & noticed blood coming back in the gas line. Prior to removing iab the scrub nurse "railroaded a guidewire through the central lumen." Iab with sheath was then removed as one unit. Md inserted another sheath & iab without difficulties. Staff cleaned the first iab & found a small puncture hole. Registered nurse stated that the scrub nurse "could have damaged the iab".

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.